Event description:
IV pump malfunctioned. Pump set at 10ml per hour with 125ml bag of cardizem. Infused entire bag in 1 hour, 33 minutes. Pump settings verified by 3 registered nurses before pump turned off and taken out of service. Physician notified. Pt's heart rate remained in 50-60 bpm range; bp was 81/46, 95/42, then 101/50 over next 30 minutes folloeing finding of malfunction. Pt transferred from ER to the ICU in stable condition instead of going to another medical floor. Higher level of care necessary due to pump malfunction.